Event description:
Customer reportedly rec'd results of 300 mg/dl on the compact system and 100 mg/dl on a professional method within 10 minutes. The discrepant results were obtained at the doctor's office. No action was taken based on device results. Reporter states the customer was taking too much insulin and having low blood incidents due to the high results on the meter (she did not provide add'l info; does not recall specific details of if treatment was given). No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Test drum lot number 20641742, expiration date 12/31/2006.

Manufacturer narrative:
The suspect product is the compact test drum.